Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description summary: "user reported that the device shutted down spontaneously while escorting patient using battery power. Buzzer alarm was audible and device resumed normal when plugged into ac power. Upon service call, we visually inspected the unit, all component's and connections were intact. We made sure the battery life span was within specification, we measured test pins for power supply and battery 1 and both were in range. Please kindly provide root cause for this incident.". No clinical signs, symptoms or conditions. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. Section d4 (UDI): creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production.

Manufacturer narrative:
The following was reported: "user reported that the device shutted down spontaneously while escorting patient using battery power. Buzzer alarm was audible and device resumed normal when plugged into ac power. Upon service call, we visually inspected the unit, all components and connections were intact. We made sure the battery life span was within specification, we measured test pins for power supply and battery 1 and both were in range." Manual ventilation from medical staff was required. No harm to patient was reported. . The event did not cause or contributed to a death or serious injury to a patient. The provided logfiles show that at the day of the event the device switched of. An "off ventilation software" entry is missing in the event log between 19:56 and 20:06. Correction: esm was replaced to solve this issue.